Event description:
It was reported that the caller experienced a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the issue was resolved as the cgm error code no longer appeared, allowing the caller to successfully start a new sensor session.